Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 2.0mg/ml; 0.3447mg/day in an implantable pump for non-malignant pain. During a normal refill with the recommended refill kit was performed on (B)(6) 2018, the pump was able to be aspirated (no volume discrepancies), however the hc p was only able to initially inject 10ml into the refill septum. A new refill kit was tried. The 10ml of drug was aspirated, with an additional 20ml of air from the reservoir (attempted locked valve procedure - hold negative pressure). The pump was attempted to be refilled again, but the hcp was still only able to refill with 15ml. The patient had not had any hyperbaric treatments. No symptoms were reported. Technical services reviewed that if none of the following resolved the issue, to consider x-ray to check the bellows: try new refill kit, perform locked valve procedure, use a smaller syringe (5 or 10ml) to force saline into the reservoir, check kit tubing patency, and check needle patency. The manufacturer representative was going to follow-up with the hcp. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) who was asking why a pump would ever only be able to be filled to 12 ml when it was a 20 ml pump. Per the nurse, she was going to be seeing the patient for the first time today and assisting the clinic in refilling the patient¿s pump by going and filling it at the patient¿s home. She stated that she asked why they were only sending 12 cc of medication with her for the refill and was told that they had only ever been able to get 12 cc in the pump and it had been that way for two years. The nurse stated that she was very concerned about this and had asked if they had done any troubleshooting to investigate it and was told that they had not done any troubleshooting for the issue. In looking at the report, she discovered that the hcp was also programming the pump with a reservoir volume of 20 ml, but only filling it with 12 ml. She stated that based off the report, the low reservoir date was (B)(6)-2021 but based off of her flow rate calculations the pump had been without medication since roughly (B)(6)-2021. When asked if the patient had had any hyperbaric treatment or went scuba diving, the nurse stated that she was unsure but would ask the patient when she got there. The pump was currently delivering morphine (4 mg/ml at 0.54 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative and confirmed with a healthcare professional (hcp) indicated the needle placement was not confirmed under fluoroscopy. Proper needle placement was confirmed by drawing back on medication. It was noted that the bellows were not checked under x-ray. It was noted that the over pressurization mechanism valve lock was ruled out. The cause of the refill issue was not determined. No further actions/interventions were taken to resolve the issue. It was noted that the pump was filled to allowed amount of 15ml. The patient's weight was not noted. No further complications were reported.